Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's power pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted physio-control to report that their device did not deliver defibrillation therapy during a patient event. There was no report of patient harm associated with the reported event.

Event description:
A customer contacted physio-control to report that their device did not deliver defibrillation therapy during a patient event. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customers device and based on the available information use of an old battery in combination with worn battery pins and fretting corrosion on the j11/p11 connector on the power pcb assembly and battery wire harness were all contributing causes to the reported issue.